Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/16/2014 with the following findings: the internal battery was corroded. Verified time and date reset in the black box. Pump was exercised for 24 hrs. On a 1 unit per hour basal program. Pump was powered down for 6 hrs. And then powered up. The time and date reset to factory default. Opened pump and disassembled: the battery compartment was cracked from the threads to the case seal. Opened pump and removed from case. No moisture or corrosion in the pump. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 09/16/2014.